Manufacturer narrative:
(B) (4).

Event description:
The patient had a "clogged catheter". The pump was replaced and the catheter was revised. The patient was also severely dehydrated, had something "like seizures", and his "kidneys shut down"; it was noted to be an "acute situation". The patient drank pedialyte and his kidneys repaired themselves. The pump rate was decreased. The patient was also taking oral medication. Additional info has been requested, a follow-up report will be sent if add'l info becomes available.